Event description:
It was reported that during a stenting treatment procedure the suture broke. The flexima us/8/28 w/glidex was being placed and the suture broke off inside the patient. Everything was removed successfully. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure the suture broke. The flexima us/8/28 w/glidex was being placed and the suture broke off inside the patient. Everything was removed successfully. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed the white cap is separated from the flexible cannula. The cannula is torn near to the place where it is attached to the cap. This tear is consistent with the one probably caused by pulling the cannula. The cap presents evidence of a part of the flaexible cannula still attached. No other components of the device were returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)